Manufacturer narrative:
(B)(4). The customer report of a bent spike was confirmed during evaluation. One used set was received for evaluation. The set was visually inspected and noted that the tip of the spike was bent inward and the body of spike was bent backwards. No other visual defects were noted. A batch review was not performed since the lot number was unknown. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.the sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer reported the spike of the set broke during connection/disconnection by the clean flash device. The patient placed the disconnect cap in the clean flash with the opposite side. The transfer set had been in use for 90 days. The patient had been performing apd for one year. There was no patient injury or medical intervention. The actual sample is available for evaluation.